Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight and medical history were not provided. Complaint conclusion: only the micrusphere was returned for analysis. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. The coil was returned undamaged and the detachment fiber is intact and did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 52.3 ohms (48.5/56.0) (pic-cspec51801) and the enpower systems ready green light illuminated (IFU). The coil detached on the first detachment cycle. The enpower systems ready green light temporarily illuminated post-detachment. Post-detachment inspection found that the dpu failed electrical testing with resistance at 34.6 ohms (48.5/56.0) and the enpower systems ready green light stopped illuminating. Post-detachment inspection found that the detachment fiber received heat and melted as designed. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil not detaching inside the target site was confirmed. The dpu failed electrical testing with resistance at 34.6 ohms (48.5/56.0) and the enpower systems ready green light stopped illuminating. The most likely root cause of the coils inability to be detached may have been due to a fracture of the solder joint connection inside the resistive heating coil. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Since there was no evidence of a manufacturing issue, and the device passed electrical testing prior to shipment to the customer, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, after positioning the micrusphere coil (csp10025030/c28462), the surgeon noted that the coil could not be detached. The surgeon withdrew the coil and changed to a new coil to complete the procedure using the same unspecified cable and dcb. When the coil was removed, it did not appear stretched, kinked or pre-maturely detached. A pre-deployment electrical check had been performed. A fault light had not been seen during the case, but it was unknown if the lights illuminated when pressing the power button or during the detachment cycle. All connections appeared to fit properly without application of excessive force. It was not necessary to remove the microcatheter with the coil and there had been no resistance between the coil and unspecified microcatheter. There was no report of patient injury, and no clinically significant delay in the procedure. The device will be returned for analysis; however, the dcb and cable were not available to be returned.